Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump console did not switch to the battery backup system when tested. There were no adverse consequence to the pt as a result of this event.